Event description:
It was reported the patient received the following results within 15 minutes during a clinical study: lo mgd/l (which on the system indicates a result of less than 20 mg/dl) and 109 mg/dl.